Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited high out-of-range pacing lead impedance measurement greater than 2,000 ohms which triggered lead safety switch (lss) to occur. Additional information indicated that the cause of the observation was inconclusive and the header is intact. The rv lead was surgically abandoned and the device was replaced as well. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.